Manufacturer narrative:
Initial reporter is synthes sales representative. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the depth gauge was observed in the biomedical department to have a tip that was broken off. There was no patient involvement. This report is for one (1) depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part number: 319.004, synthes lot number: 4751756, release to warehouse date: 08-apr-2004, manufacturing site: synthes brandywine . Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary visual inspection: observed the returned depth gauge was broken at its needle distal tip hook portion. The broken tip hook portion was not returned. The remainder of the needle is bent in several areas and directions. The returned device condition agrees with the complaint description and therefore the complaint was confirmed. Document/specification review: the returned device was manufactured in april 2004 and is over 14 years old. No ncrs were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Material analysis: the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted in the DHR. Conclusion: a definitive root cause for the tip of the needle breaking and bending on the returned 14 year old depth gauge could not be determined based on the provided information. However, it is possible that the damage was due to unintended forces on the device during its routine usage/ sterile processing. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.